Event description:
It was reported battery voltage decreased from 2.90v in (B) (6) 2009 to 2.76v on (B) (6) 2009. It was further reported the in-office battery voltage was 2.75 v which differed from the devices measurement. Review of performance data from the device indicated the true battery voltage was 2.95 v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device indicates low telemetered battery voltage. On (B) (6) 2009, the battery voltage with telemetry was 2.76v and the daily measurement was 2.93v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.